Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument would not coagulate. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have two damaged conductor wires insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. The other insulation was damaged and looked melted, indicating thermal damage. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. Components adjacent to this wire do not show damage. The complaint regarding coagulation not possible was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.